Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 425 mg/dl, which was treated with a bolus via the insulin pump. The customer stated that the insulin pump alarmed calibration error. Upon troubleshooting, it was determined that the customer was adhering to calibration procedure recommendations. The customer was advised that the sensor may have malfunctioned. He was advised to change the sensor insertion site. The customer was advised to replace the sensor and agreed to return the device for analysis.